Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. The customer¿s blood glucose at the time of incident was 22 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and syringe. No harm requiring medical intervention was reported. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. The customer declined troubleshooting for high blood glucose. The reservoir will not be returned for analysis.